Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot number provided (r40l4v) was within the bounding of the field action. Was the customer notified of the field action? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there difficulty removing the device prior to the anvil detaching? If so, what steps were taken to remove the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the anastomosis intact? If not, how was it addressed? Were there any patient consequences or changes to the postoperative care of the patient as a result of the anvil retrieval, any delay to the procedure, or event? Please explain. What is the current status of the patient? Is the device available for return?

Event description:
It was reported that during a procedure of the left colon under laparoscopy, at the time of removal of the device from the anus, the portion attached to the colon (the anvil) remained stuck in the rectum. Not possible to get it back. Anvil separated from the clamp for a unknown reason. Needed a gastro-enterologist to recover this part of the device under endoscopy. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 02/18/2020. Additional information was requested, and the following was obtained: the lot number provided ( r40l4v) was within the bounding of the field action. Was the customer notified of the field action? Yes. Please confirm the event date: (B)(6) 2018: this information was provided by the customer.